Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the attachment device did not function and had damaged mechanics. It was further determined that the device failed pretest for check oscillation frequency. Therefore, the reported condition that the device had a liquid leak was confirmed. The assignable root cause was determined to be traced to the user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products: cutter device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the attachment device did not move the cutting blade when it touched the bone during cutting and the device was releasing black liquid. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) of 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.